Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Mics locking attachment became stuck during bone preparation. Dr. (B)(6) tried to switch attachments from the straight saw blade attachment to the angled saw blade attachment and cut himself. Case type: tka. Surgical delay: =15 minutes.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections MFR name, city & state, MFR site, date received by MFR, type of report, follow up type, device evaluated by MFR, evaluation codes, additional narrative and corrected data based on the results of investigation. Reported event: it was reported that mics locking attachment became stuck during bone preparation. Dr. (B)(6) tried to switch attachments from the straight saw blade attachment to the angled saw blade attachment and cut himself. Product evaluation and results: product inspection could not be performed as the product was not available for evaluation. Product history review: review of the product history records indicate (B)(4) devices were manufactured under lot no k0b1c and (B)(4) devices were accepted into final stock on 04/19/2018. Review of qt18 - 04 - 0060 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209063, prodex lot k0b1c shows 02 additional complaints related to the failure in this investigation. Complaint (B)(4). Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated that nc 1414517 and CAPA 1450904 are associated with the failure mode reported in this event.

Event description:
Mics locking attachment became stuck during bone preparation. Dr. (B)(6) tried to switch attachments from the straight saw blade attachment to the angled saw blade attachment and cut himself. Case type: tka. Surgical delay: =15 minutes.